Manufacturer narrative:
H10: the actual device and a photograph of the sample was provided for evaluation. The device was received only partially filled with a solution. Visual inspection on the actual sample was performed, and no particulate matter could be observed in the fluid pathway. Visual inspection of the provided photograph identified a white polymeric appearing particle. The reported condition was verified based on the photograph provided. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name:(B)(6). E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particle contamination inside a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during visual inspection of the finished product. There was no patient involvement. No additional information is available.